Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had and the pump was under delivering. The customer¿s current blood glucose level was 124 mg/dl. The customer was treated with pump and injections. The customer had symptoms such as frequent urination and had ketones. The customer alleges pump was under delivering because she was so high. Customer declined to perform the high pressure test. The customer was advised to change entire set, reservoir and insulin and treat per health care professional instructions. The customer was advised to call back for assistance if high blood glucose persist. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, basic occlusion test, prime or compromised force sensor system alarm test, excessive no delivery test, occlusion test, self test and unexpected restart error test. No bolus anomaly noted during testing. Device passed all operating currents tested within the specific range and passed off no power test. Device passed the delivery accuracy test. Device received with broken reservoir tube lip, cracked case near display window corners, cracked on display window, missing end cap sticker and minor scratches on display window noted. Drive support cap was inspected and no anomaly was noted.